Manufacturer narrative:
A lot number was not provided so the device history records and sterilization documentation could not be reviewed. No samples were available for return so device examination not possible. Complaint data review and no adverse trends observed. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states so gudid information, including di & pi information is not available. This product is similar to 70144 vapro catheter sold in the united states.

Event description:
It was reported that an end user experienced 3 utis over 3 months while using the hollister vapro urethral intermittent catheter. It was reported that a general practitioner prescribed antibiotics. It was further reported that the end user found the no-touch sleeve sticky and the introducer tip too small.